Event description:
It was reported that the delivery rate is too inaccurate. Additional information from the customer stated that there was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The pump was delivering properly. The cause of the reported issue was a user related issue. No further action will be taken.